Manufacturer narrative:
Per tandem¿s t:slim user guide, ¿the maximum cartridge fill amount is 300 units. Do not overfill or ¿top off¿ when filling the cartridge as the additional amount cannot be delivered. This can lead to a cartridge error, which will require a new cartridge.¿ also, "use of cartridges not manufactured by tandem diabetes care, inc. Or reuse of cartridges may result in over-infusion or under-infusion and may cause serious injury or death.¿ the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer refilled a cartridge with 300 units and received a cartridge alarm 5. Customer's blood glucose level was not impacted.